Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies.the patient was explanted (B) (6) 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The incorrect serial number was initially reported to our implant patient registry for the implant device in 2001. Unfortunately, there are no records to support the serial number reported; therefore, no DHR review can be done. There has been no response received from the surgeon despite repeated attempts to contact for additional information regarding the explanted device and the event or return of the device for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 94.4 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.